Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -16.00/1.00/051 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2021 the lens was explanted due to glare/haloes. This resolved the problem. Cause of the event is reported as unknown. Reportedly, patient had serious nighttime dazzles after surgery and requested lens be removed.